Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, when the balloon was inflated, it was difficult for the sterile water to enter and difficult to remove. And when they poured the sterile water, the foley catheter balloon was bulging to one side at a ratio of about 10 to 0. Per investigator's notification received on 27mar2025, it was reported that there was difficult to remove, coding misassembly due to the lumen was partially blockage found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received (5) photo samples. The first photo wasa top view of the three way catheter with return syringe. The second photo was a zoomed in view of the trifurcation site. The third photo was a zoomed in view of the tip of the catheter with deflated balloon. The fourth photo was of the inflation cap with the batch# nghw3678. The last photo was of the tray labeling with batch# myjp0751. Received one (1) used all-silicone temp sensing foley catheter with sample port connector and syringe without original packaging. Visual inspection noted no obvious defects. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 50:50 as compared to attachment 1 of tm0300903 (rev 3). Attempted to deflate balloon passively using returned syringe and only 0.2 ml could be withdrawn. Attempted to deflate balloon with in-house luer lock syringe and only 7ml of solution could be withdrawn. The balloon was dissected and the notch was correctly perforated (0.0205" pin). However, when the inflation lumen was verified in the funnel, it was noticed that it was partially blocked, only a 0.013" pin gauge would pass through with some difficulty. This is within specification per inspection procedure ip7603444, revision 0, which states, balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft. The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Refer to CAPA 11881143 for further details. Correction: d,e,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, when the balloon was inflated, it was difficult for the sterile water to enter and difficult to remove. And when they poured the sterile water, the foley catheter balloon was bulging to one side at a ratio of about 10 to 0. Per investigator's notification received on 27mar2025, it was reported that there was difficult to remove, coding misassembly due to the lumen was partially blockage found during sample evaluation.